Event description:
See MDR # 2242445-2012-00001 for the first event involving the same pt and kit. It was reported that the catheter was being placed into the pt's subclavian vein in the operating room. During dilation, the dilator tip was found flared out slightly. As a result, a new kit was opened and used successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.